Event description:
It was reported that stent dislodgement occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid right coronary artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced; however, resistance was felt while advancing the device inside the guide liner. Multiple attempts were made to position the stent at the lesion site, but the stent was dislodged from the delivery system. The stent was lodged in the guide liner and was stuck. The device was pulled out together with the guide liner and the procedure was completed with another of the same device. No patient complications were reported.